Manufacturer narrative:
This supplemental report is being sent to provide new information. New information added to h4.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
The customer reported to olympus, while lasing the ureteral stone, during a laser lithotripsy procedure, the laser fiber did not touch the ureteral tissue but blanched the surrounding tissues. The customer further clarified the stone was touching the tissue but the fiber was not touching the tissue. The physician kept stating during the procedure 'it seemed too hot.' The 200 ball tip fiber was inspected prior to use and no issues were identified. The device settings were originally set at 0.2 jewels 40 hz and was decreased to 0.2 jewels at 30hz and stated this helped. Continuous irrigation was used throughout the procedure with flow rate to gravity. No delay in procedure. A stent with strings was implanted as part of standard procedure for the patient to remove one (1) week later. The physician stated the stent was 'left in longer due to the blanching.' The olympus device did not malfunction. Complaint 1 of 2 for patient identifier (B)(6) involves the fiber. This is complaint 2 of 2 for patient identifier (B)(6) involves the generator.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information was added to d8, h6, h7, h9 and h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Olympus will continue to monitor the field performance of this device. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.